Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) following a fall. The patient underwent an ipg replacement procedure and was doing well postoperatively.